Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), a tavr procedure for a 26mm sapien 3 valve in the aortic position by the transfemoral approach was planned. The valve was crimped on the commander delivery system and advanced into position. Valve alignment was performed in a straight section. During the attempt to deploy the valve, it was noticed the balloon appeared to be punctured. The decision was made to withdrawal the system as a unit. However, the valve could not be withdrawn. Vascular surgery was performed. The valve was removed with some tissue and a covered balloon expandable stent was placed to repair the femoral artery. The decision was made to reschedule the tavr procedure. The patient was transferred to recovery. Information regarding the native annular diameter was not provided. Valvular calcification was reported. Per medical opinion, it was perceived that the balloon may have been punctured / ruptured by the valvular calcium.

Manufacturer narrative:
Additional information: section h6; section h10. Corrected information: section h3, section h6. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the distal tip was separated. The distal inflation balloon was bunched around the valve and the balloon was torn at the inflation balloon/crimp balloon (I/c) bond. The balloon string was also stretched. The flex tip was separated and remained on the crimp balloon. Stretch marks, scratches and gouges were observed on the flex tip. The returned esheath was observed to be kinked with soft tip damage. Review of the 3mensio report revealed the access vessel and abdominal aorta were calcified. The native annulus was also calcified. The patient had a horizontal aorta. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. During functional testing of the returned device, valve alignment was performed. The delivery system was able to be pulled to the valve alignment marker, locked, and performed full fine adjust with no abnormalities observed. Furthermore, the locknut/collet engagement force was tested when the balloon is locked at the valve alignment marker. The engagement force met device specifications without slippage. Dimensional analysis was performed on the crimp balloon double wall thickness. All measurements met specifications. A complaint history review from october 2020 to september 2021 for the edwards commander delivery system (all models and sizes) revealed similar events for the associated complaint codes. No edwards device defects were identified in the evaluations. Available information suggests that patient factors (calcification and tortuosity), in addition to procedural factors (excessive manipulation, non-coaxial withdrawal, withdrawal of bent valve strut, withdrawal of burst/torn balloon) may have contributed to the complaint event. Since no edwards defect was identified, no corrective or preventative action is required. The instructions for use (IFU), device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The operator is instructed to use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Additionally, push for can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, the operator is instructed to slightly pull back the sheath while advancing the delivery system 1-2cm. Delivery system removal: completely unflex the delivery system, ensure the flex tip is still over the triple marker, ensure balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaints were confirmed based on visual evaluation of the returned device. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. The complaint description reports, 'difficulties were encountered during valve alignment (valve alignment performed in a straight section of the aorta).' The provided patient imagery revealed the patient's access vessel and abdominal aorta was calcified. Calcification may result in increased valve alignment forces and increased tension within the system. If valve alignment was performed with the delivery system interacting with calcified anatomy, the valve may have difficulty moving through the vessel onto the target location on the inflation balloon. Performing valve alignment under high alignment forces can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip from the flex tip during alignment) and dive into the flex tip. The gouges observed on the flex tip are indicative of valve diving during alignment. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can create tension in the system to achieve final alignment position, resulting in valve alignment difficulties. Potential root causes for separation of the inflation balloon to crimp balloon bond have previously been identified and documented. If high tension is present in the system during alignment, it may have resulted in increased forces being applied to the bond area. The bond area between the inflation and crimp balloon may separate when subjected to unusually high forces. As per the training manual, 'if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.' The complaint description states, 'therefore it was attempted to remove the system but the valve could not be retrieved back into the esheath.' Patient imagery revealed the patient's anatomy was calcified. The presence of calcification within the access vessel, in addition to an undersized vessel diameter, can create a constrained condition and contribute to a non-coaxial withdrawal. Such non-coaxiality can contribute to withdrawal difficulties as the valve likely caught on the sheath tip. Also, it is possible the torn balloon may have contributed to larger balloon profile further exacerbating the withdrawal difficulties noted. Additionally, based on the nature of the flex tip separation, the bond between the flex tip and flex shaft appears to have been stretched to failure. If this was an inadequate bond (due to manufacturing) then there would be more of a clean separation between the two components, but from the stretching/rigidity of the break that was seen on the bond of the returned device the bond was pulled passed its tensile point. Additional pull force and excessive device manipulation could have been applied to overcome the withdrawal difficult, which subsequentally then led to the observed separation of the distal tip and flex tip. As such, available information suggests that patient (calcification) and procedural factors (excessive manipulation, withdrawal of a torn balloon) may have contributed to the complaint events. The withdrawal difficulties, due to procedural and patient factors, may have contributed to the reported vascular injury and subsequent vascular surgical repair. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.